Manufacturer narrative:
Sc-1132 sn (B)(4). Device evaluation indicated that the ipg passed all test performed.

Event description:
A report was received that the patient was experiencing discomfort due to pocket site at the belt line. The patient underwent an ipg replacement and relocation. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing discomfort due to pocket site at the belt line. The patient underwent an ipg replacement and relocation. No device malfunction was suspected.